Manufacturer narrative:
The device history record was checked and no deviations were found. Product investigation has started. This investigation will inform if subsequent corrective / preventative actions are necessary. Any new information will be reported in a supplemental report.

Event description:
A report has been received of an incident that occurred in (B)(6). It was reported that the infusion line was blocked, which caused a hypotony. Furthermore, after removing the line from the eye, it was found that the metal was broken. After replacing the infusion line the surgeon was able to make a sufficient surgery. There was no patient injury.